Manufacturer narrative:
(B)(4). Batch # r92w1g. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information: when the jaws did not open did the surgeon attempt to manually open the jaws with his fingers? If no: was the device on a vessel/artery when it would not open? If yes, how was the device removed? (I.e. Cut off, forced opened) if cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired? Did the surgeon continue the case with this same device? To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sub-total hysterectomy, the device jaws would not open. They tried the blade, but a tiny piece of metal poked out of the jaws, which was not the blade. The jaws still would not open and the tissue was not particularly bulky. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Batch # r92t86. Investigation summary: the device was received the upper jaw damaged at the proximal side. In addition the electrode was not damaged as reported. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.